Manufacturer narrative:
Visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported difficulty advancing and removing the bdc over the guide wire could not be confirmed; however, the reported tip separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned device analysis, a definitive cause for the reported difficulty advancing and removing the bdc over the guide wire could not be determined; however, the reported tip separation appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. After a non-abbott guidewire (gw) was advanced to the target lesion, a 4.5x8mm nc trek neo balloon dilatation catheter (bdc) was attempted to be advanced onto the non-abbott gw; however, resistance with the gw was noted and the bdc was removed before entering the anatomy. During removal resistance was felt and the tip of the bdc was noted to separate, and was simply removed. A same sized nc trek neo was used and the procedure was completed. There were no reported adverse patient effects nor clinically significant delay. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.